Event description:
Dr (B)(6) carried out a stage 1 revision due to infection.

Manufacturer narrative:
An event regarding infection involving a triathlon insert component was reported. The event was not confirmed. -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: insufficient medical records were provided for review with a clinical consultant as no operative reports or clinical history were provided. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar reported events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices, x-rays, operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is possible at this time.

Event description:
Dr (B)(6) carried out a stage 1 revision due to infection.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon symmetric x3 patella; cat# 5550-g-339; lot# 8v2k, triathlon ps fem component, cemented; cat# 5515-f-602; lot# jnhyd, triathlon prim cem fxd bplt #5; cat# 5520b500; lot# efhkn. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.